Event description:
It was reported that the patient had a history of low impedance on the ventricular lead; it was also noted that no capture thresholds could be obtained in bipolar configuration. The lead remained implanted. The patient was asymptomatic and would be monitored with routine follow up.